Event description:
A multicenter retrospective analysis of 847 pts recieving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with intervertebral collapse at l5-s1. The investigator noted the event as mild in intensity. Physician ordered an x-ray which showed some degreee of collapse at l5-s1. No other treatment was specified. It is unknown if the condition resolved as the pt was reported lost to follow-up no further data available. Pt was last seen 02/2001. The investigator noted this event as unrelated to the administration of adcon-l. The investigator did not specify a possible cause.